Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during vitrectomy surgery, a system message displayed. The system was rebooted and functioned for a short time before the message displayed again. A second system was brought in and used to complete the procedure. There was no harm to the patient. Additional information was requested.